Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had recently started using the ilet experienced a hypoglycemic event with a recorded blood glucose of 43 mg/dl during physical therapy; the user disconnected the device, treated the low, and later planned to reconnect and closely monitor glucose. Symptoms included hypoglycemia without loss of consciousness or seizure. Outcomes included on-site evaluation by emergency medical services without transport and resolution following oral carbohydrate treatment consisting of glucose tablets, peanut butter with bread, and orange juice. Investigation included complaint handling with troubleshooting and patient education. Investigation of this case revealed that the cause of hypoglycemia was not determined and no device alerts or alarms were reported. It was concluded that the event was user-reported hypoglycemia with unclear cause and that the device function could not be fully assessed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.